Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor and calibration not accepted. Customer's blood glucose at time of incident was 144 mg/dl. The customer received a calibration error and calibrated again, then system show change sensor, sensor inserted in the abdomen. The customer inserted another sensor but the transmitter did not blink. Customer stated that when the sensor was taken out, there was no electrode, the customer asked to replace 2 sensors.